Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he attempted to insert a new sensor the needle hub remained stuck in the serter device. The needle that sticks in the body broke off and the sensor was stuck to his body. Customer's blood glucose level was 115 mg/dl. The device was not returned.